Event description:
It was reported the pt could feel a pinch where the implant was located. The pain started 1-2 weeks prior and prevented the pt from lying on their back. The pt also had difficulty sitting on their right hip due to the pain. Coupling and communication issues were also reported. The pt was only able to get 2 efficiency bars when recharging. Adjusting the antenna dial and repositioning the antenna were attempted. The pt had an upcoming appointment with their physician. Additional info received indicated the event was attributed to the lead. The lead did not fit into the generator. A surgical revision was performed. The pocket was revised due to pain, and the technical issue was found. A connector was used to join the lead to the generator. The extension was replaced. The outcome was good.